Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Ali am, et al, does activity affect the outcome of the oxford unicompartmental knee replacement? Knee (2015), http://dx.doi.org/10.1016/j.knee.2015.08.001. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6). This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "does activity affect the outcome of the oxford unicompartmental knee replacement?" A patient who underwent a revision for avascular necrosis of the lateral femoral codyle on an unknown date was identified in the article. There has been no further information provided and the patient outcome is unknown.